Event description:
It was reported that the patient's implantable neurostimulator (ins) showed a large number of activations when interrogated with the physician programmer. The patient reported the ins would turn off on its own and the patient experienced a return of symptoms. There were no falls or trauma associated with the start of the issue. It was noted that the patient had a new microwave and "(B)(6)" phone. Impedance values were within normal ranges. Follow up information indicated the patient was monitoring the device in an attempt to determine the cause of the events, but no malfunction or issue had been determined. The patient outcome was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).